Manufacturer narrative:
Date sent to FDA:05/25/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/23/2020. Additional h6 patient codes: 1690,1994,3189-surgical intervention. Additional information: a1, a2, b7, d7. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2018 due to pain, urinary incontinence, nausea, abscess and mesh exposure.